Manufacturer narrative:
Correction to the aware date. Technical support reported to customer advocacy that they discovered on 03/01/2016 that the actual aware date for this complaint was on 11/02/2015 since that is the actual date that carefusion received the email into the technical support email box.

Manufacturer narrative:
(B)(4). The service technician was able to duplicate both reported issues. Powered on the unit with a good know test patient circuit, and the ventilator delivered a high pitched noise and immediately received ¿disc/sense¿ alarm. Internal inspection of turbine revealed an unknown white contamination within turbine assembly. The white residue found on this turbine is consistent with residues that have been identified using tof-sims analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. The aluminum, alumina, and aluminum hydroxide are consistent with corrosion products of the aluminum turbine. Corrosion of aluminum is an oxidation process that will occur when bare aluminum is exposed to water. The likely cause of the white contamination in the turbine was exposure to water causing the turbine to corrode. The corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances. All other event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported that the ventilator's turbine is not working, there is no output volume coming from the ventilator. It is unknown at the moment whether there was patient involvement in regards to this reported issue.